Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 70mg/dl. Customer then called back to continue troubleshooting. Customer reported that when she removed the belt clip from the insulin pump, noticed condensation inside the battery compartment. Customer did not report any significant moisture exposure. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump for analysis review.